Event description:
It was reported the device was indicating an acu watchdog failure. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, there was a non-original equipment manufacturer supercapacitor on the main board identified, and the bottom case was cracked by the l-bracket. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, but a blue, low profile non-original equipment manufacturer supercapacitor was found on the main board. Root cause of the reported event is unknown, but customer damage was noted whereby a third-party vendor installed a non-original equipment manufacturer supercapacitor on the main board. Replaced the main board, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 04/29/2014.